Manufacturer narrative:
Returned for evaluation was a smartport with catheter tubing attached. As received, the catheter was attached to the port. No visual defects were noted. As reviewed the catheter has been trimmed to 27 cm, and the blue boot is in place. The septum has multiple puncture marks. The catheter is stained. Leak testing was performed with air at 40 psi through septum with distal tip of catheter clamped, no decay was detected. The device met all manufacturing dimensional specifications. The customer's complaint description cannot be confirmed. There were no manufacturing related defects noted in the returned used sample. The sample was evaluated and was found visually, dimensional and functionally acceptable. No hole was found in the port or catheter. The device history records for the lots obtained through the ship history report (packaging lots) were reviewed. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
Angiodynamics has received notification that we no longer are eligible to participate in the alternative summary (asr) program for the product families of vortex and smartport. This retrospective MDR is being filed at this time based on the new ineligibility notice, dated (B)(6) 2017. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2016: the surgeon removed the patient's port as he determined there was a hole in the catheter. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.